Manufacturer narrative:
An evaluation of the suspect device found no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Although the device was properly manufactured additional investigation was conducted to determine root cause. The analysis showed that the failure mode observed in this event was due to imparting excessive torsional loads to the mating instrument (reducer) during the rod reduction maneuver. Excessive load can be applied due to a tolerance gap condition between the reducer and extenders. The over-torque observation was corroborated by the two design interface analyses (dias) that were performed on the reducer/screw extender interfaces. Corrective action has been implemented. The design of the mating instrument (reducer) has been upgraded/ improved to eliminate the gap potential which results in the over-stress of the screw extenders and tab breakage. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. The implants are manufactured from surgical grade titanium alloy (B)(4)). The rods are available in commercially pure (cp) titanium and/or cobalt chrome.

Event description:
An international customer (UK) reported during an mis case (minimally invasive surgery) performed on the l1-l5 vertebrae, one of the locking tabs of an illico screw extender fractured and separated from the device. The detached tab was not removed from the patient and assumed to be positioned approximately near the l4 vertebrae.